Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg and went to the emergency room. Reportedly, customer was subsequently admitted to the intensive care unit (ICU) and treated with intravenous fluids of saline. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.